Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The volume discrepancies were first noted at their first refill on (B)(6) 2016. They should have gotten back 4.8 ml and it was 21 ml, and on (B)(6) 2017 it should have been 14.3 ml and was 40 ml.

Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4) pertain to the pump. (B)(4) pertain to both the catheter and the pump. (B)(4) and all other fdd codes pertain to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported that there was a volume discrepancy where the actual residual volume (arv) was greater than the expected residual volume (erv). The volume discrepancies occurred during the patient¿s last two refills. It was indicated that the arv was ¿a lot more¿ and the erv was 4 ml and 7 ml. It was detailed that at the last refill they had gotten back 38 ml instead of 4 ml. The patient was going in for a catheter revision on (B)(6) 2017. It was noted that the hcp had already performed a catheter dye study and was not able to aspirate but went ahead and pushed and was able to get some dye through and it looked like the catheter was intact. There were no symptoms reported at that time. It was then reported on 2017-apr-19 that during the catheter revision, the physician opened the pump pocket first and found that the catheter appeared to have been twisted and tangled multiple times around itself and the pump, in what appeared to be classic "twiddler's syndrome." This caused the catheter to be twisted and torqued into multiple knots and tangles prohibiting flow through the catheter. The physician withdrew the pump and straightened out the catheter and unraveled all the twists and tangles. They drew back several cubic centimeters (cc) of cerebrospinal fluid (csf) and then performed a dye study which produced a clear myelogram showing brisk flow through the then patent catheter. The physician then re-secured the catheter and the pump and closed the pocket. No further complications were reported or anticipated.